Event description:
The customer originally returned his olympus 4k camera head with a complaint of unit is not working. Additional details relating to the patient and the event have been requested, but are all unknown. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not providing an image due to a faulty cable. This report is being submitted to capture the lack of image noted in the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, as noted in b5, the unit was found lacking an image due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22 february 2022. Three attempts were performed to obtain additional information, but the customer was unable to provide answers for the requested information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.